Event description:
Reportedly, during the implantation of the ICD involved in this MDR report, a connection issue occurred while attempting to connect the ventricular lead to the is-1 ICD port. Introduction of the lead's pin into the header and introduction of the screwdriver were normal but according to physician the metal on metal feeling was not there. No click noise was audible from the torque limited screwdriver. Lead seemed to be fixated but after pulling on lead, it could be removed from the header. Visible check of the ventricular is-1 port showed that the setscrew was not screwed in. This procedure was repeated with the same results and also with a new screwdriver. The physician decided not to keep the ICD implanted and to return it for analysis. A new ICD was successfully implanted.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.